Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient's weight was provided.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturing representative about a patient with an implantable neurostimulator (ins) for parkinson's dual movement disorders. It was reported that the patient¿s ins was overdischarged. A manufacturing representative spent an hour and a half with the patient and reported that their device was charging normally. The patient was reported to have depression and social issues going on in their life, which interfered with their ability to properly manage their care. The patient¿s device was on and doing well when the manufacturing representative left their meeting. No complications or further complications were reported.